Manufacturer narrative:
Race - requested, not provided. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported an anchor detachment. After the suture was cut to complete the hemostasis procedure, the collagen was exposed. The collagen was pushed under the skin for several times, and the hemostasis procedure was successfully completed. However, when the puncture site was being cleaned, the collagen was exposed again and the anchor could not be found by ultrasound, CT, or MRI. The patient condition is stable for now and being currently monitored. The estimated blood loss was <250cc. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7.39 mm. The size of the sheath ancillary used was 6 fr.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6fr angio-seal sts plus was returned for evaluation. The device was returned along with the arteriotomy locator and the guidewire. There were blood like substances noted on all components. The deployment sleeve was in full rear lock position with both green markers exposed. There was some suture, which hung loosely from the device along with the tamper tube. The black marker on the suture was completely exposed. The anchor and/or collagen were not returned. The hub of the carrier tube assembly was removed and the suture spool was checked. There was no wound suture within the spool, which corresponded with complete deployment of the device. Based on the returned device, it was concluded that the tamping sequence was completed and suture cut manually at the end of deployment. However, the complaint is confirmed based on information provided, since no collagen or anchor was returned, no hypothesis could be made regarding the root cause of anchor detachment. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.